Event description:
It was reported that the device was at recommended replacement time two years after implant. The device is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: we did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in the save to disk was on (B)(6) 2012. The device rrt is less than or equal to 2.6251 volts. The weekly battery voltage trend data shows minimum battery equal to 2.63 to 2.623 volts between (B)(6) 2012. There was one low battery voltage alert on (B)(6) 2012. The device was returned and analysis revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
(B)(4).